Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reports seeing smoke coming out of the coaguchek s meter. No adverse event reported. Requested return of suspect system; caller declined a replacement.